Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 600 mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and cs explained that the loss of prime was triggered by the alarm. Cs walked through completing the rewind, load and prime steps. This report is being made due to the bg excursion the patient experienced.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: all of the loss of primes observed in the black box are related to normal function pump; there were no valid loss of prime events observed. An ezprime and 24 hour duration test were successfully completed with no loss of prime duplicated. The force sensor measured within specifications. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and the pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. (B)(4).